Event description:
It was reported that a femur fracture occurred in the surgery while the surgeon was repositioning after the insertion of the device. The surgery was completed by cable reinforcement of the fractured portion. The x-ray taken on april 27th indicated the slight sinking of the device, but any action has not been taken due to the pt's low activity level.

Manufacturer narrative:
(B) (4). Evaluation summary: it is unk if the device was implanted with the correct orientation and correct fit as indicated in surgical technique (B) (4). Possible causes of an intra-operative femur fracture may be due to one or a combination of the following (but not limited to): rasping technique; inadequate press fit between stem and femur; patient activity (post-op); poor bone quality, incorrect implant size selection. The post-op a/p x-ray images taken prior to the alleged event show potential gaps in the critical areas mentioned which may have stressed the femur in unintended locations and lead to early post-op fracture. Based on the a/p x-ray images, the fit between the entire stem plasma spray region and the metaphyseal region of the femur cannot be assessed to determine if it was a contributing factor in the alleged subsidence. Based on the provided info, it is not possible to definitively determine the cause of stem subsidence or femur fracture at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.